Event description:
The customer reported that several possible products and procedures may have contributed to. The site mentioned two possible products, and they also mentioned non-standard techniques in their sterilization practices. After correcting sterilization processes and changing one possible product there has been only one case of. However, the site feels that this occurrence may have been due to a separate reusable product, and the site has decided to change to a single use product.

Manufacturer narrative:
The type of glove in use was examined in our warehouse and does not contain an excessive amount of power. The account manager stated that once the facility used powder-free gloves and changed sterilization procedures for other equipment, they had no cases. However, this past week they had an additional occurrence and feel it can be attributed to their reusable hydrodissection cannula and will be bringing in single-use hydrodissection cannulas. No additional information is available at this time. We are unable to determine the root cause based on this investigation. An ophthalmic industry task force headed by other doctors. For cataract and refractive surgery) was formed to help determine possible causes involved with the industry-wide increase observations observed in march 2006. Following issuance of a final report from this committee in september 2006 stating that no specific product could be identified as a cause, a special report was issued entitled, "recommended practices for cleaning and sterilizing intraocular surgical instruments" as a guidance to help prevent single-facility outbreaks related to contaminated/degraded instruments. First aid kit was sent to this facility.